Event description:
It was reported that following implant the patient broke out on her right arm, face, chest, back, and halfway up her head. The condition had slowly cleared up, and the patient believed it was due to the hospital gown. The patient also experienced acute pain and a shocking or jolting sensation in her left hip. The shocking occurred on (B)(6) 2012 and there was no known accident or incident related to the event. The pain occurred when the implantable neurostimulator turned on by itself. The shocking went away within a few seconds and then it was fine. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Lead: model 3093-28, lot# v863548, implanted (B)(6) 2012, explanted unk; programmer: model 3031a, serial# (B)(4).